Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2000 ml and the total drain volume was 3227 ml. This drain volume meets iipv criteria. Baxter product surveillance followed up (B)(6) 2010 with the peritoneal dialysis nurse who reported at the time of this incident, the patient was having draining issues not related to the cycler. On (B)(6) 2010 the patient was hospitalized and had laparoscopic surgery on (B)(6) 2010 to repair a dysfunctional catheter. The patient catheter was manipulated, not replaced. The nurse reported tissue was covering the catheter which prevented proper draining. The patient was discharged on (B)(6) 2010. The nurse reported the patient continues using the cycler for pd therapy and was doing fine.